Manufacturer narrative:
Initial surgery date was (B)(6) 2016. One rod breakage detected on (B)(6) 2016 and revised. Second rod breakage detected at 11 month follow-up; revision is planned for (B)(6) 2017. Not returned to manufacturer

Event description:
One rod breakage detected on (B)(6) 2016 and revised. Second rod breakage detected at 11 month follow-up; revision is planned for (B)(6) 2017.